Event description:
It was reported that an unidentified intraocular lens implanted approximately 10 years ago was explanted. Reason stated was the haptic fell out. The surgeon stated he thought the patient had been rubbing his eye and caused this event. Surgeon is uncertain if the lens was manufactured by amo.

Manufacturer narrative:
The manufacturer received very limited information regarding this adverse event. Serial number and model are unknown. The surgeon reported the event to amo however at this time we are not able to confirm if the explanted lens was manufactured by amo. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was received for analysis. The visual and dimensional results of the inspection are not within the specifications and characteristic of a product manufactured by abbott medical optics. In summary this lens was not manufactured by abbott medical optics. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.